Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, technical support was contacted after alleged inappropriate atp delivered to the patient. Technical support reviewed the episodes and suggested that the atp was normal due to the rhythm returning to sinus following the therapy. An ablation procedure is anticipated and the physician will review the patients medication. The patient was in stable condition with no adverse consequences.